Manufacturer narrative:
The hvad is used for treatment not diagnosis. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Instructions for use: serious and life threatening adverse events, including gi bleeding, have been associated with use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported by the site that the patient was readmitted on (B)(6) 2014 for weakness, acute anemia, and melena. It was stated that the patient had an esophagogastroduodenoscopy (egd) on (B)(6) 2014. It was further stated that on (B)(6) 2014 the patient had a colonoscopy, but no treatment was needed. It was stated that the patient was discharged on (B)(6) 2014. No additional information available.